Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted, should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, dissection of the coronary sinus occured while using this guide catheter to locate the target vessel. It was elected to abandon the procedure and not implant the left ventricular (lv) lead to allow the coronary sinus to heal. Additional medical or surgical intervention was not required. An additional procedure maybe scheduled at a later date to place the left ventricular (lv) lead. The guide catheter was not returned to boston scientific. No additional adverse patient effects reported.